Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
The field service engineer replaced the measuring cells and performed blank cell calibration which was successful. The customer reported no further issues after the measuring cell replacement. The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable results for eight patient samples from the cobas 8000-cobas e 602 module. The field service engineer removed, cleaned, and adjusted the reagent and sample probes and adjusted the sipper. Quality control was performed and was okay. A precision check was performed and was within specifications. Additional questionable results were generated and a second service visit was performed. Refer to the attachment to the medwatch for all patient data. For the data generated (B)(6) 2021 and (B)(6) 2021, questionable results were reported outside of the laboratory. For the data generated (B)(6) 2021, it was not known if the questionable results were reported outside of the laboratory. The ft4 reagent lot number was 49438801 with an expiration date of 30-sep-2021. The tsh reagent lot number and expiration date were requested but were not provided.